Event description:
Same case as 2134265-2014-03820 and 2134265-2014-03819. It was reported that automatic pullback failure occurred. During the procedure, an ilab ultrasound imaging system was used and it does not pullback sometimes. No patient involvement reported.

Manufacturer narrative:
Device evaluated by MFR:the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).